Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen. The balloon was tightly folded. The hypotube shaft was completely separated 46.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities to the outer an inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left circumflex artery (lcx) and obtuse marginal (om) 1. A 20mm x 2.50mm nc quantum apex balloon catheter was selected to post-dilate a deployed stent. The physician began advancing the balloon over the wrong wire. Prior to the balloon entering the patient, he removed the device and it was noted that the shaft had a kink in it and snapped in half. The procedure was completed with another a 20mm x 2.50mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left circumflex artery (lcx) and obtuse marginal (om) 1. A 20mm x 2.50mm nc quantum apex¿ balloon catheter was selected to post-dilate a deployed stent. The physician began advancing the balloon over the wrong wire. Prior to the balloon entering the patient, he removed the device and it was noted that the shaft had a kink in it and snapped in half. The procedure was completed with another a 20mm x 2.50mm nc quantum apex¿ balloon catheter. No patient complications were reported and the patient's status was stable.